Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: anx6: ethicon side affected: unknown quantity affected: 1 quantity available to be returned: 0 list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? Unknown was there a significant delay? Unknown. If available, provide the product order number (po). (B)(4). Do you need product packaging to send the product back? Yes would you like a return label at the end of this process? Yes this parcel contains biohazardous materials and/or materials used during a medical procedure, no . Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided please provide the source or name of person providing answers to follow-up questions: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Incident details: after cracking dermabond and squeezing to dispense, surgeon felt shard of inner material pierce through clear portion of shaft into finger. Surgeon checked dermabond and visible sharp shard poking through to exterior.